Event description:
During index procedure, the patient had two endeavor sprint drug-eluting stents implanted, one in the lad and one in the diag branch. Approximately 6 days later, the patient also had two endeavor sprint drug-eluting stents implanted in the rca during a staged procedure. Approximately 8.5 months post index procedure cardiac death was reported. Cause of death was acute edema of lung, hypertension and obesity. Investigator assessed that the event was not related to the study device.

Manufacturer narrative:
Evaluation, results: inherent risk of procedure ¿ (death). Conclusions: inherent risk of procedure ¿ (death). (B)(4).